Manufacturer narrative:
The insulin pump was received with a cracked display window, cracked case at display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the screen of his insulin pump was cracked down the left side. The customer could not remember his blood glucose level. Nothing further was reported. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.